Event description:
A hospital reported to a health authority that a patient was hospitalized for an amniotic membrane graft due to a corneal abscess associated with wear of focus progressive contact lenses and use of amo multipurpose lens care product. No medical records, product or lot information has been provided, despite multiple requests for such. No further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion; "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.